Event description:
On (B)(6) 2009, the pt reported that when he changed his insulin cartridge, the plunger became stuck to the piston rod of the infusion device. He was instructed how to remove the plunger from the piston rod. He stated that 1/2 of a unit of insulin spilled into the cartridge compartment of the infusion device and he dried it with a cotton swab. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.